Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus halogen light source was experiencing an intermittent power failure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Corrected data: h3 & h6 (the fields were inadvertently omitted from the previous follow-up report). Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty power supply unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was powered on for a few moments during testing, then suddenly went out ¿ this failure was caused by a defective power unit. Additionally, the contacts on the power button were found corroded. The chassis had rust present. The light guide connector was worn-out. The holder for the handle was found broken, and the handle itself was missing altogether. The rubber feet were also found missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.